Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿ and juvéderm® volift¿ with lidocaine. Patient later developed "late edema with pus" post injection. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® volux¿.